Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a vats lobectomy procedure upon the first firing with the first reload, it cut but did not staple. There was poor staple formation. With the second firing with a different reload, it stapled but did not cut. Both were managed manually by using traditional techniques (clamping and tied off). The laparoscopic procedure was converted to open due to the device problem. There was tissue damage, but it was not permanent. There was an extension of the incision due to the product problem by more than 1 inch. Surgical time was not extended by 30 minutes or more. There was no blood loss of 500cc or more. There was no tissue loss as a result of this problem. Current patient status is alive with no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. The event report alleges the product was used in a surgical procedure. Visual functional indicated no abnormalities. Pmv performed functional testing which included the reload was loaded into a pmv representative instrument for functional testing. The reload was cycled without hesitation. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.